Event description:
On (B)(6) 2013, the pt underwent an ipg replacement procedure (reference MFR report #: 1627487-2013-05159). During the procedure, the pt's lead showed high impedance. The doctor was not prepared to replace the lead at that time. On (B)(6) 2013, the lead was explanted and replaced (with a different model per the MFR's device record database). The replacement lead provides effective coverage for the pt.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.